Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "it was not possible" to activate the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter during use, and the needle failed to retract.

Manufacturer narrative:
Investigation: photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process and could not be confirmed.

Event description:
It was reported that "it was not possible" to activate the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter during use, and the needle failed to retract.